Event description:
It was reported, the patient presented at the hospital due to dizziness and syncope. Upon interrogation of the device, inappropriate mode switching and loss of capture was observed. A threshold test was performed and no evidence of a loss of capture was observed on the device. Reprogramming was performed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.